Event description:
A surgeon reported a patient experienced an iris injury during an intraocular lens (iol) implant surgery, when an intraocular lens (iol) with a broken haptic was being removed and replaced.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and received.